Event description:
It was reported that on: (B)(6) 2010: patient was presented with the following pre-op diagnosis: adult idiopathic kyphoscoliosis. Patient underwent the following procedures: posterior spinal fusion t10-l3. Segmental titanium instrumentation t10-l3. Fresh frozen allograft, plus local tone, with bmp grafting. Per op-notes: ¿ ¿x-rays were taken, confirming anatomic placement of all implants, with the question of the left; so we did take the rod out on the left-hand side, took the l2 screw out, checked it with a ball-tipped feeler gauge and seem fine. We placed it back in and re-x-rayed, and it was with position and it was fine, since it was checked. Compression distraction was done appropriately. Final tightening was done with an anterotorsion device to appropriate inch pounds through all screws. Decortication was then done with a bur from the tps, spinous processes and lamina from t10 to l3, and bmp-soaked sponges were placed right inferiorly and left superiorly along the midline, and then remaining fresh frozen allograft and local bone graft were placed centrally and laterally from t10 to l3 bilaterally. A deep drain was placed and closure was done. No patient complications were reported as a result of the event. ¿

Event description:
It was reported that the patient underwent a cervical, thoracic, lumbar fusion surgery using rhbmp-2/acs with a metal cage. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now has bone overgrowth reportedly causing nerve compression, chronic pain and radiculitis.

Manufacturer narrative:
(B)(4) - pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.